Manufacturer narrative:
The returned device was evaluated and the investigation found no defects or deficiencies that would contribute to a failure of the pod¿s ability to deliver insulin.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's ketoacidosis and hospitalization. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: cat45e/cat45f, 15546-aw rev d 06/2016; checking your blood glucose 7 / page 98. Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider. Living with diabetes 9 / page 119. Warning: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death.

Event description:
It was reported that the patient had to be hospitalized for diabetic ketoacidosis and blood glucose reading from 6 to 29 mmol/l (108 to 523 mg/dl). The patient was also dehydrated and had back pains. The pod was worn between 4 and 24 hours on the abdomen. At the hospital they placed her on an intravenous therapy of rapid acting insulin and potassium. There was also blood noted in the cannula.